Event description:
A call was placed to technical services on (B)(6) 2011. Caller stated that this rv lead was implanted (B)(6) 2011 and has dislodged. Noted during rv pace threshold and presenting egm. Complete loss of ventricular capture. Physician is dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).